Manufacturer narrative:
Internal file number - (B)(4): the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. In the absence of a specific failure mode reported or the device returned for analysis, a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Age estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted using a proglide device with micropuncture access sheath prior to an impella insertion procedure. Reportedly, the proglide did not take. It was then decided to not use the preclose technique for closure. The method to achieve hemostasis was not specified. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.